Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical treatment while using the ilet. This situation can result in acute metabolic disturbance requiring urgent intervention and is consistent with the reported IV treatment in the emergency room. Engineering log review could not confirm the reported event because the device had been off and unsynced for approximately two weeks, and no event-date data were available. Based on the reported description, the sequence of a low-insulin notification immediately after a supply change followed by an empty cartridge is consistent with possible unintentional insulin delivery during an incorrectly performed supply change, such as failure to properly rewind before reconnecting. However, without device data, this could not be confirmed and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that approximately two weeks earlier the user experienced hypoglycemia following a supply change, resulting in an emergency room visit. The user was treated with an IV drip and discharged the same day. The user recovered and no long-term health effects were reported.